Event description:
It was reported that a bad volumetric test and a downstream occlusion occurred during the purge. There was unknown patient involvement. Per reporter, the problem occurred during the yearly maintenance. There were no consequences on the patient.

Manufacturer narrative:
H3: a pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No issues were found in the event history log. Functional testing was not able to duplicate the customer reported issue. The investigation determined that the dso seal was damaged. The dso seal was replaced.